Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: failure mode could not be confirmed since no sample was provided for evaluation. A review of the internal manufacturing device record could not be performed because lot number was not provided. Based on the investigation results a probable root cause could not be identified for the reported failure mode since photos or samples were not returned for evaluation and batch history record review could not be performed. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.

Event description:
Sales rep reported the following via email: per the clinical supervisor at (B)(6) hospital, they had a patient come into their office with a pleurx catheter placed. The patient had developed an empyema-post placement. The clinical supervisor said the patient had home health set up through (B)(6) medical center. The clinical supervisor noted that when the patient arrived at their office, the catheter was not dressed and the patient was reusing the same cap. The patient had been given these instructions from the home health agency. The patient was then referred to thoracic surgery at (B)(6) hospital, where a vats procedure was performed with the empyema.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Sales rep reported the following via email: per the clinical supervisor at (B)(6) hospital, they had a patient come into their office with a pleurx catheter placed. The patient had developed an empyema-post placement. The clinical supervisor said the patient had home health set up through (B)(6) medical center. The clinical supervisor noted that when the patient arrived at their office, the catheter was not dressed and the patient was reusing the same cap. The patient had been given these instructions from the home health agency. The patient was then referred to thoracic surgery at (B)(6) hospital, where a vats procedure was performed with the empyema.

Event description:
Sales rep reported the following via email: per the clinical supervisor at (B)(6) hospital, they had a patient come into their office with a pleurx catheter placed. The patient had developed an empyema-post placement. The clinical supervisor said the patient had home health set up through (B)(6). The clinical supervisor noted that when the patient arrived at their office, the catheter was not dressed and the patient was reusing the same cap. The patient had been given these instructions from the home health agency. The patient was then referred to thoracic surgery at (B)(6) hospital, where a vats procedure was performed with the empyema.

Manufacturer narrative:
(B)(4) follow up emdr submission 1 for correction. It was determined the 510k, common device name, and the product code were applicable to peritoneal instead of pleural as initially reported.